Event description:
Related manufacturer reference number: 3006705815-2020-02135. Follow-up information revealed the patient underwent surgical intervention where the leads were explanted and replaced. Reportedly, effective stimulation resumed post-operatively and the issue is resolved.

Manufacturer narrative:
Correction h6 - method code should be 4114 instead of 4117.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02135. It was reported the clinical study patients leads migrated following a trauma, migrations was confirmed via xray. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Patients gender is included in this report.